Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5096236) on 16-sep-2020. The most recent information was received on 18-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ sharp stabbing pain in my pelvic area') in an adult female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, sciatica and hematuria. Previously administered products included for an unreported indication: iud (mirena) in 2007. Concurrent conditions included sinus congestion, cough, shortness of breath, ear pain, upper respiratory tract infection, vaginal discharge, uti, frequency urinary, swollen lymph nodes, blood in urine, urgency urination, flank pain, allergic reaction to analgesics, arthralgia, generalized anxiety disorder, hyperlipidemia, onychomycosis, lumbar radiculopathy, intervertebral disc disorder, nerve pain, night sweats, thinking abnormal, libido decreased, memory loss, endometriosis and abnormal uterine bleeding. Concomitant products included biotin, ciprofloxacin, curcuma longa (turmeric) and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), viral infection ("viral syndrome"), joint swelling ("swelling at joints"), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("bleeding painful during my menstrual cycle"), menstrual disorder ("large blood clots"), peripheral swelling ("swollen feet and hand"), paraesthesia ("tingling sensation on my hand"), alopecia ("hair loss"), abdominal distension ("bloating"), back pain ("radiating pain that start in my lower back"), pain in extremity ("radiating pain in leg"), sexual dysfunction ("sexual dysfunction"), pain ("body aches"), mood swings ("mood swings"), orgasm abnormal ("excruciating pain during orgasm"), abdominal pain lower ("cramps"), musculoskeletal stiffness ("stiffness in morning"), gait disturbance ("difficult to walk"), dysgeusia ("metallic taste in mouth"), amnesia ("short term memory loss"), vulvovaginal pruritus ("itching sensation in vagina entrance") and vulvovaginal burning sensation ("burning sensation in vagina entrance"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to include the essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, viral infection, joint swelling, genital haemorrhage, dysmenorrhoea, menstrual disorder, peripheral swelling, paraesthesia, alopecia, back pain, pain in extremity, sexual dysfunction, pain, mood swings, orgasm abnormal, abdominal pain lower, musculoskeletal stiffness, gait disturbance, dysgeusia, amnesia, vulvovaginal pruritus and vulvovaginal burning sensation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, back pain, dysgeusia, dysmenorrhoea, gait disturbance, genital haemorrhage, joint swelling, menstrual disorder, mood swings, musculoskeletal stiffness, orgasm abnormal, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, sexual dysfunction, viral infection, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: coils were satisfactorily placed with 3 to 4 coils exposed in the endometrial cavity on the left, and on the right 1 to 2 coils noted diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2020: 1. Urinary tract infection without hematuria, site unspecified impression: 1. No urinary tract calculi identified. No CT fin dings to suggest acute obstructive uropathy at this time . 2 . 3 . 3 cm right adnexal cystic lesion consistent with ovarian cyst . Directed ultrasound could be performed f or more complete characterization. 3 . Preliminary results were provided to the ed by direct radiology.. Hysterosalpingogram - on (B)(6) 2011: impression satisfactory positioning of bilateral essure device microinserts, with occluded bilateral fallopian tubes. Patient is advised to follow-up with her gynecologist for further assessment and disposition as felt to be indicated. Patient departed the radiology department without immediate complication. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5096236) on 16-sep-2020. The most recent information was received on 05-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ sharp stabbing pain in my pelvic area') in an adult female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, sciatica and hematuria. Previously administered products included for an unreported indication: iud (mirena) in 2007. Concurrent conditions included sinus congestion, cough, shortness of breath, ear pain, upper respiratory tract infection, vaginal discharge, uti, frequency urinary, swollen lymph nodes, blood in urine, urgency urination, flank pain, allergic reaction to analgesics, arthralgia, generalized anxiety disorder, hyperlipidemia, onychomycosis, lumbar radiculopathy, intervertebral disc disorder, nerve pain, night sweats, thinking abnormal, libido decreased, memory loss, endometriosis and abnormal uterine bleeding. Concomitant products included biotin, ciprofloxacin, curcuma longa (turmeric) and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), viral infection ("viral syndrome"), joint swelling ("swelling at joints"), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("bleeding painful during my menstrual cycle"), menstrual disorder ("large blood clots"), peripheral swelling ("swollen feet and hand"), paraesthesia ("tingling sensation on my hand"), alopecia ("hair loss"), abdominal distension ("bloating"), back pain ("radiating pain that start in my lower back"), pain in extremity ("radiating pain in leg"), sexual dysfunction ("sexual dysfunction"), pain ("body aches"), mood swings ("mood swings"), orgasm abnormal ("excruciating pain during orgasm"), abdominal pain lower ("cramps"), musculoskeletal stiffness ("stiffness in morning"), gait disturbance ("difficult to walk"), dysgeusia ("metallic taste in mouth"), amnesia ("short term memory loss"), vulvovaginal pruritus ("itching sensation in vagina entrance") and vulvovaginal burning sensation ("burning sensation in vagina entrance"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to include the essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, viral infection, joint swelling, genital haemorrhage, dysmenorrhoea, menstrual disorder, peripheral swelling, paraesthesia, alopecia, back pain, pain in extremity, sexual dysfunction, pain, mood swings, orgasm abnormal, abdominal pain lower, musculoskeletal stiffness, gait disturbance, dysgeusia, amnesia, vulvovaginal pruritus and vulvovaginal burning sensation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, back pain, dysgeusia, dysmenorrhoea, gait disturbance, genital haemorrhage, joint swelling, menstrual disorder, mood swings, musculoskeletal stiffness, orgasm abnormal, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, sexual dysfunction, viral infection, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: coils were satisfactorily placed with 3 to 4 coils exposed in the endometrial cavity on the left, and on the right 1 to 2 coils noted diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2020: 1. Urinary tract infection without hematuria, site unspecified impression: no urinary tract calculi identified. No CT fin dings to suggest acute obstructive uropathy at this time . 3 cm right adnexal cystic lesion consistent with ovarian cyst . Directed ultrasound could be performed f or more complete characterization. Preliminary results were provided to the ed by direct radiology.. Hysterosalpingogram - on (B)(6) 2011: impression satisfactory positioning of bilateral essure device microinserts, with occluded bilateral fallopian tubes. Patient is advised to follow-up with her gynecologist for further assessment and disposition as felt to be indicated. Patient departed the radiology department without immediate complication. Most recent follow-up information incorporated above includes: on 5-oct-2021: mr received. Processed with follow up number. 03. Case becomes an incident. Removal was added. Lot number, reporters, concurrent conditions, medical history, concomitant drugs, lab data, removal details were added. On 5-oct-2021: mr received. Processed with follow up number. 02. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.